Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be jumping around. Review of pump data by tandem technical support showed the pump battery dropped from 70% to 10% while connected to a power source on the day of the report. Customer reported blood glucose (bg) level was 278 (mg/dl). A correction bolus was delivered to address bg level. Reportedly the customer will continue to use the pump for insulin therapy.